Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 25mm pericardial aortic valve, implanted for approximately seven (7) years and five (5) months, underwent valve-in-valve procedure due to severe aortic stenosis. The tavr was performed with a 26mm edwards transcatheter heart valve. The valve was deployed. Tee confirmed no paravalvular regurgitation and no central regurgitation. The procedure was successful. The patient tolerated the procedure well and was taken to the cardiac ICU on minimal inotropic and vasopressor support. The patient was discharged to a skilled nursing facility on pod #8 in good condition.